Event description:
Edwards received information that a patient with a 19mm 11500aj aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years and four (4) months due to calcification, structural valve deterioration, and severe stenosis. The patient presented with heart failure and dyspnea. The tavr procedure with a 20mm sapien3 ultra resilia valve was performed successfully. The patient's outcome was reported as "recovering". According to the doctor, the patient has a history of infective endocarditis (ie), which was perceived as the root cause of the event. No information regarding the ie was available.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.